Manufacturer narrative:
In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the unicel dxc instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4).

Event description:
While at the customer's laboratory, a beckman coulter field service engineer (fse) reported wash carousel motion errors entering the not ready state involving the unicel dxc 600i synchron access clinical system. The fse inspected the carousel and noted no evidence of jams, and verified alignments. The fse then initialized the instrument to ready state. The fse noted the customer was using a reaction vessel (rv) lot with the new manufactured resin. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer¿s affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues.